Event description:
This device was explanted and replaced due to dislodgement. There are no adverse events reported for this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation at a distance of some 23.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.